Event description:
It was reported that the system had air bubbles causing gaps in the infusion set tubing, which were observed during insulin pumping. The customer's blood glucose level was displayed as "high," although specific value was not provided. Reportedly, they required assistance from a caregiver to go to the hospital, where they received IV fluids. No injury occurred, and the customer did not have ketones. To address the high blood glucose, the customer took a correction bolus via the pump and replaced the cartridge and infusion set, successfully resolving the issue. The customer was released from the hospital the following day with no permanent damage identified.